Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated the boom/lift arm was loose on the mast. He stated that one of the two screw heads had broken off the plate.